Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with eval results should the device be returned.

Event description:
The customer reported magnesium sulfate primary infusion was programmed at 50ml/hr to infuse over 2 hours, but infused in less than an hour. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.